Manufacturer narrative:
A ge service rep performed an on site investigation. The c-arm cable was evaluated and replaced. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that in the middle of an operation the screens turned black and was instructed to turn off the power. This is indicative of a system lockup. There is no report of death or serious injury associated with this complaint.